Event description:
I received a birmingham all metal hip implant due to arthritis in (B)(6) 2007. By 2011 I was limping and in constant pain. An x-ray in 2011 indicated the hip was probably in place and a blood test showed a slight increase in metal in my blood. In (B)(6) 2016, a cat scan showed necrotic bone in my femur and acetabulum and was diagnosed as metallosis requiring an emergency hip revision. This was done on (B)(6) 2016.